Event description:
It was reported that in a literature study was found that six ultra-high molecular weigh polyethylene patella buttons were retrieved and assessed.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. These events were reported from a literature review. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, device history record review cannot be completed. Also, a complaint history review could not be performed due to lack of device information. Our clinical evaluation could not performed at this time as no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. Based on the literature review, surface damage was observed on most of the explanted components and a statistically significantly increase was observed in all roughness parameters except for skewness, indicating surface change of the components in vivo. However, explants were not provided for analysis and no probable cause for the worn patellar buttons were discussed. Without clinically relevant documentation, the root cause of the reported events cannot be concluded. The patient impact beyond the reported revisions cannot be determined. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and re-evaluated.